Event description:
It was reported that a user experienced a pairing failure when attempting to connect a libre 3+ sensor to an ilet pump, after which troubleshooting was performed and the pump displayed a warm-up period message indicating 12 minutes. Symptoms included no reported adverse physiological effects. Outcomes included no impact to health and no need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device functioned as designed once the warm-up phase initiated and that the initial connection issue was resolved through standard troubleshooting steps. It was concluded that the event was related to pairing workflow and sensor warm-up timing, with no device malfunction confirmed.